Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer 3005099803-2012-01933 concerning the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6) 2009. According to the complainant, post-implantation, the patient experienced complications (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.